Event description:
It was reported that the pt developed an infection on the right side, so she had her neurostimulator disconnected. Her battery has depleted, but her symptoms have not returned. Further info is being requested from the hcp.